Manufacturer narrative:
The leads are currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approximately 49 months after the implantation, the pacing impedance on this lead as well as the rv lead increased to 3000 ohms. The physician suspected an issue in the myocardium-lead-contact or some kind of development of fibrosis. Both leads were explanted but not received for analysis. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the vigila lead was found cut approx. 15 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were received, in between a 1.5 cm segment of lead body was missing. The returned lead parts were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular 13.5 cm distal to the is-1 connector pin the insulation was rubbed through. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore the svc shock coil was deformed which most likely resulted from the extraction procedure. No further deviations were noted which might have contributed to the reported increase of impedances. However, as the lead tip was damaged and the silicone part including the tines was missing, it is assumed that the lead tip was significantly ingrown. A development of fibrotic tissue around the lead tip which led to increased impedances as mentioned in the complaint description seems conceivable. The tilda lead was found cut approx. 9 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular 28.5 cm, 7.5 cm and 5 cm proximal to the lead tip the insulation was found rubbed through. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. No further deviations were noted which might have contributed to the reported clinical observations. The manufacturing process for both leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.